Manufacturer narrative:
The reported event could not be confirmed in the lab. Interrogation of the device revealed that the device was above the elective replacement indicator (eri) when received. A longevity calculation was performed and the battery depletion is normal based on device usage. Pacing, sensing, impedance, hv output, and patient notifier were all tested and no anomalies were revealed. Parylene bubbling was seen on the device and after review, this was revealed to be due to the normal degradation due to device usage and is not an anomaly. The cause of the field event remains undetermined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a device change out due to normal elective replacement indicator (eri), the parylene coating of the device appeared to be dissolving. No signs of infection or parylene residue were observed in the device pocket. The device was replaced to resolve the event. The patient was in stable condition.